Event description:
On an unknown date, the pt had undergone a left heart catheterization followed by the deployment of an angio-seal device. At that time, it was noted that the pt had mrsa (methicillin-resistant staphylococcus aureus) on pt's backside. In 2001 the pt presented to the e.r. Complaining of pain in the right groin. An angiography of the right groin suggested a flap or thrombus in the femoral artery that was later identified as an abscess. The vascular surgeon surgically drained and excised the abscess from the tissue tract; however, the angio-seal device was not removed. It was believed that the mrsa was a contributing factor to the abscess. The pt was recovering with no add'l complications.